Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to the red wire of the main capacitor. The connector of the red wire had become disconnected from the pcb, which prohibited the device from delivering the energy. The red wire became disconnected due to damage to the wire's connector. After reconnecting the connector of the red wire, proper device operation was observed. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to deliver defibrillation energy. There was no patient use associated with the reported event.